Event description:
It was reported that during a pacemaker placement, the fluoro image went black. There ws no reported patient injury, however the loss of image created a risk to patient health.

Manufacturer narrative:
System video camera was identified as the cause of this issue. Field service engineer replaced camera and the system was functioning as intended.